Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the distal right coronary artery with moderate tortuosity and moderate calcification. The 2.5 x 15 mm voyager nc balloon was advanced and inflated; however, the balloon ruptured during the first inflation of 12 atmospheres (atm) for 4 seconds. A new voyager nc balloon was used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough. Guide cath: brite tip jr3.5. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a stent implant, or insufficient preparation prior to use or from interactions with other devices. There was no resistance noted during advancement or removal of the device. In this case, as there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, moderately calcified and 99% stenosed, which may have contributed to the reported difficulty. The device was not returned and may have further assisted in the investigation. It is possible that an interaction with other devices and/or the calcified lesion contributed to the reported balloon rupture upon the first inflation attempt, however, a conclusive cause could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the lot history record indicated no associated nonconforming material record issues and a search of the complaint database indicated no other incidents reported with this lot. There is no indication of a lot specific product quality deficiency.